Event description:
Device evaluation. The patient¿s meter was evaluated on 09/23/2014. The meter involved with this complaint failed testing. The meter¿s lcd was found to be faded there was no indication that the product caused or contributed to an adverse event.